Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached four smart coils into the target vessel using a non-penumbra microcatheter. It was reported that the smart coil introducer sheath was connected with the hub of the microcatheter and then maintained in place with a rotating hemostasis valve (rhv). While attempting to advance a new smart coil through the microcatheter, the physician encountered resistance after advancing the smart coil about twenty centimeters into the microcatheter. Subsequently, the smart coil became stuck within the introducer sheath and would not advance further. The physician then made several attempts to advance and retract the smart coil; however, it would not advance any more. Therefore, the smart coil was removed. Since the aneurysm was already filled with the first four smart coils, the physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.